Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moisture) issue. It was alleged that the battery compartment was cracked. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: a review of the pump¿s black box data showed no evidence of a short battery life. There was moisture corrosion observed in the battery canister. The pump¿s ¿ez-prime¿ steps were performed correctly. All the current readings were within specification; the investigation was unable to duplicate the ¿short battery life¿ complaint. The pump¿s cover was removed and no intermittent condition was found to the power printed circuit board or to the continuous glucose monitoring module. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.